Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. H6: c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on an unknown date in 2014, patient underwent an unknown endovascular procedure utilizing a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg and contralateral leg). On (B)(6) 2019, patient underwent an unknown reintervention utilizing a gore® excluder® aaa endoprosthesis (contralateral leg and an aortic extender), and gore® excluder® iliac branch endoprosthesis (internal iliac component and iliac branch component). On (B)(6) 2025, patient underwent a reintervention endovascular procedure on a prior endovascular aneurysm repair (evar) to treat a type 1a and 1b endoleaks utilizing a gore® tag® conformable thoracic stent graft with active control system, gore® excluder® aaa endoprosthesis (three contralateral legs and aortic extender), and gore® excluder® conformable aaa endoprosthesis (aortic extender). Reportedly, physician was not able to get contrast scans due to patient's poor renal function, which was due to patient condition. The type 1b endoleak was on the trunk ipsilateral leg from 2014 and the type 1b endoleaks was on the contralateral leg implanted in 2019. Despite using multiple contralateral legs and confirmable aortic extenders during the reintervention, there was still a type 3 endoleak between them which was fixed by using a thoracic conformable stent graft in an off-label use. Reintervention procedure went well and patient was doing okay. On (B)(6) 2025, field sales associate was made aware that patient passed away on (B)(6) 2025. Cause of death was not provided and further information is not available.